Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the foot switch was operating differently than expected. An angiojet® ultra system console was selected for use. During the procedure, it was noted that the pedal wire was with bad contact and sometimes did not answer to the tread and sometimes answered alone. A position with the wire was obtained and the procedure was completed.